Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.